Event description:
The reporter contacted animas on (B)(6) 2012 alleging that while the pump was disconnected from the patient and laying poolside, a call service alarm 064-0008 was emitted from the pump. The pump reportedly would not power back on after rebooting. The reporter stated that three different batteries from two packs were tried in the pump and there was still no power to the pump. The reporter stated that there was visible moisture in the corners of the display lens and that the lens protector had been removed from the lens. The reporter denied any cracks in the pump casing, moisture or corrosion in the battery compartment or damage to the keypad or audio bolus button. The reporter confirmed that the battery cap was secured tightly onto the pump and was not damaged. There was no reported adverse event associated with this complaint. This complaint is being reported because at the time of contact, the loss of power issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no power issues observed in the black box history. No damage was found to the battery cap or battery compartment. The battery cap was able to securely tightly to the pump. The pump was found to power on normally with no alarms noted. The pump was exercised for 24 hours with no alarms or power issues noted. Unrelated to the complaint, the display was found to be leaking and moisture damage was found on the printed circuit board (pcb).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.